Manufacturer narrative:
It was reported that "the syringe was connected to the back end of the manifold while flushing the manifold and attached to the patient the syringe started to back itself off or unscrew itself allowing air to end the manifold. There are no visible cracks and deformities to the syringe. The procedure being performed was a left heart cath and this occurred in the middle of the procedure. The facility stated there was no serious injury or impact to the patient and that here were no complications. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
The syringe will back itself off the manifold.